Event description:
(B)(4). I have already submitted information over the phone but have not received the file or paperwork like I was told I would. Long term bleeding, pelvic pain, head aches and ultimately a total hysterectomy.